Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Summary: four pictures were received for analysis. Upon visual inspection of the pictures, the following was observed. The first and third pictures show a foil packet of product . The second and four pictures show a winding former with a broken needle in two section; however, no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myomectomy of uterus on (B)(6) 2020 and the barbed suture was used. It was reported that the needle broke when it was clamped to suture the uterus. With slight force, the needle broke at the point where it was clamped. Another like barbed suture was used to complete the surgery. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/19/2020. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code sxpp1a406. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.